Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced occlusion at the site. The infusion set was in use for more than 48 hours. No further information available.